Manufacturer narrative:
The subject device was returned to omsc for evaluation. The manufacturing record was reviewed and found no irregularities. A black foreign material was clogged in the nozzle, and air supply and water supply were poor. As a result of component analysis of black foreign material, it was found that it was a silicone-based substance. Silicone-based substance could not be identified from this analysis because they are used in various applications such as watertight packing, silicone adhesives, and silicone members. Therefore, the exact cause of the event could not be conclusively determined.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the preparation for use, the nozzle was clogged and problems with poor air supply and water supply occurred frequently. There was no report of patient injury associated with the event. On (B)(6) 2021, omsc found that foreign material existed from the nozzle.